Manufacturer narrative:
Information updated/added to sections: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence for the information provided. Available information suggests that both imaging related issues and patient's anatomy likely contributed to the event due to a markedly dilated tricuspid annulus increasing tension on the implant, type IV tricuspid morphology with shortened leaflets complicating device positioning, and imaging difficulties caused by shadowing from previously implanted devices, which may have impeded optimal device orientation leading to an slda. Since no edwards defect was identified, corrective or preventive actions are not required.

Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure, a single leaflet device attachment (slda) occurred with the fourth implant. The patient had challenging anatomy, as the valve diameter was bigger than 7 cm. Ice imaging was employed as visualization was also challenging due to shadowing from other implanted devices. The initial strategy was considered multi-device. The patient had functional tricuspid regurgitation (tr), and a type IV tricuspid morphology. Three pascal ace were placed correctly, in p1/s, p1/s and a1/s respectively (p: posterior, s: septal, a: anterior). During positioning of the fourth ace in a2/s position, the device detached from the septal leaflet resulting in a slda. The initial tr grade was torrential (5), it reduced to severe (3) after the slda happened and remained severe post-procedure. Patient was in stable condition post-procedure. As reported, there were no other treatment options possible.